Event description:
It was reported that during a procedure at the user facility the device was inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results h3 other text : the system log files were not available for review.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.